Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone boot of the cold jaw had cracked and pieces of silicone were dislodged and did not return. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery tests; it produced steam and heat during several activations and shut off when the toggle was released. It also beeped when activated. Based upon the evaluation results, the reported complaint was confirmed for broken boot. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the hemopro jaw had heat-related damage and detached. Nothing fell into the patient and no intervention was required. The hospital did not report any patient effects.